Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high threshold. Other electrical measurements were normal. During a device change out procedure, a visual anomaly was seen under fluoroscopy. The lead was explanted and replaced. The patient was stable.